Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12x4.00mm promus premier stent was advanced to treat the lesion. However, the device was unable to cross the lesion, despite several attempts were made. The device was then removed from the patient and it was noted that the edge portion of the stent was lifted. The procedure was completed with a 12x4.00mm non-bsc stent. No patient complications were reported and the patient's status was good.